Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had loctite failure on the lever assembly. Loctite failure can cause the slider pin to become loose. This can prevent the pin from holding the safety in the correct position and will allow the handswitch to slide, causing the drill to run in safe mode.

Event description:
It was reported that the maestro drill with handswitch ran in safe mode during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro drill with handswitch ran in safe mode during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.